Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a (B)(4). We made a visual inspection of the instrument. Here we found visible damage on the lock of the control lever po800223. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no indications of pre-damage or similar. We assume through the visible damage on the lock, that the instrument mode was switched with open jaw pieces. A material defect can be excluded. According to the instructions for use the following note must be observed. "Do not switch instrument mode with the jaw pieces open." No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During use of an instrument, the blades opened in the patient's abdomen ad stayed opened.